Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient's ins would not charge correctly and they stopped trying to charge when they became homeless. They were trying to find a provider to remove the device from their body. The issue hadn't been resolved- they didn't find a provider to remove the ins. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient's device stopped working about 3 years ago. Patient states she had difficulties getting ins to connect to the implantable neuro stimulator recharger/ accept a charge. Patient states eventually her ins would not connect/respond at all to either the implantable neuro stimulator recharger or patient programmer. Patient states she did not have a health care professional (hcp) to service the unit at the time. Patient states she believes she still has her external equipment. Did not have it at the time of the call. Patient redirected to hcp to discuss what would have caused the charging issues and address suspected over discharge. Hcp listing was sent to patient. No patient symptoms or complications were reported in this event.